Event description:
It was reported that during a colon procedure, clips would not advance. The device locked with two clips inside the jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop the analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during three non-consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. The remaining ten clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues..in addition, the device locked out as intended but the orange indicator was not visible. This finding is not related to the incident reported. The final quality release criteria were met before this batch was released for distribution.